Event description:
A malfunction on the pump was reported by the caller after it had been submerged in water. There was no adverse impact to the customer¿s blood glucose level. Cts arranged for a replacement pump to be sent, instructed the customer on how to put the old pump into storage mode and return it, and provided instructions for using the new pump with updated software and a g7 sensor. The customer acknowledged all guidance and will use mdi as a backup therapy to ensure continued insulin delivery.